Event description:
Report received that healthcare worker had reached into the chamber to retrieve instruments after a completed cycle and a drop of "liquid" landed on their arm. They noted swelling and bubbling. Site was rinsed for a few minutes and covered with a veseline bandage. Afterward they experienced burning and was advised to rinse area for 20 minutes uner water. After remover of vaseline bandage, burning sensation resolved. The following day, the site of contact was darker and resembled a "scab". One-month follow up with healthcare worker revealed that affected area was normal.